Manufacturer narrative:
Received one plpul2020 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, there were no obvious signs of abnormalities or defects. Performed a functional inspection using the system 5000 (c5731), the cut and coag function as intended. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 41 reports, regarding 51 devices, for this device family and failure mode. During this same time frame 4,097,220 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the plpul2020 20/ca ultra nonstick 10ft was being used on (B)(6) 2023 and ¿while using the plp2020, there were sparks and you can see it appears to be burnt.¿ after further assessment it was found the device had "arcing or sparks maybe" and the device was the plpul2020 not plp2020. There was no report of impact injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the plpul2020 20/ca ultra nonstick 10ft was being used on (B)(6) 2023 and ¿while using the plp2020, there were sparks and you can see it appears to be burnt.¿ after further assessment it was found the device had "arcing or sparks maybe" and the device was the plpul2020 not plp2020. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.